Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. A visual examination of the crimped stent found that the stent had detached from delivery system and it was severely damaged, with bunched and over lapping stent struts. The stent protector inner diameter was measured and was within specifications. Stent dislodgement most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced to treat the lesion and was then deployed. However, during deflation of the balloon, it was noted that there was no stent on the balloon. Subsequently, the stent was found still in the stent protector and stylet on the table. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced to treat the lesion and was then deployed. However, during deflation of the balloon, it was noted that there was no stent on the balloon. Subsequently, the stent was found still in the stent protector and stylet on the table. No patient complications were reported.